Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the tubing during the fill tubing process. There was no adverse impact to customer's blood glucose level. Reportedly, the customer changed the infusion set and cartridge to resolve the issue.